Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: evaluation revealed that the keypad was peeling. All of the buttons respond properly and there was no contamination under the buttons. A battery compartment was crack was found from the bumper to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 07/07/2015.